Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room following pre-syncopal symptoms while walking and falling down. The patient was observed to be in a sinus rhythm of 89 beats per minute (bpm). It was reported that the patient experienced a syncopal episode two days ago. It was also reported that the device reached elective replacement time (ert) approximately a month and a half ago. Review of device memory revealed a sudden brady response (sbr) episode the day of the syncopal episode. Additionally, several atrial tachy response (atr) episodes were observed. Rate response programming was unable to be determined and electrograms (egm) for the episodes were unavailable as the features are no longer available at ert. Programming changes were made and the patient was scheduled for device replacement for a date in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.